Manufacturer narrative:
On 13-dec-2022, an internal review was completed and it was determined that the product investigation required an update. The update is as follows: he fissure in the three-way stopcock issue is related to a deficiency of the supplier manufacturing process of this component. An internal action was opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2021, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was leaking contrast. Saline was leaking around the stopcock knob. The vizigo sheath is physically damaged. The reporter stated that the "clear stopcock was leaking." The vizigo sheath was replaced and the issue was resolved. The procedure continued successfully. Device evaluation details: a picture showing sheath irrigation port was received for analysis, the photo does not provide sufficient information related to the reported event and therefore no result can be obtained from it. The product was also returned to biosense webster for evaluation. Bwi conducted a visual inspection test of the returned device. Visual analysis of the returned sample revealed that the handle was separated. The stopcock was found broken. This condition caused the leakage reported. DHR review: a device history record review was performed for the finished device 00001633 number, and no internal actions related to the complaint were found during the review. It should be noted that product failure is multifactorial, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. This unit was inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) of this device per its part number that indicates a proper manufacturing in accordance with documented specifications and procedures. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has origin in someplace external to the manufacturing environment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was leaking contrast. Saline was leaking around the stopcock knob. The vizigo sheath is physically damaged. The reporter stated that the "clear stopcock was leaking." The vizigo sheath was replaced and the issue was resolved. The procedure continued successfully. The irrigation stopcock was defective. The clear portion in the picture attached to this email. When attempting to flush the sheath, saline was leaking around the stopcock knob. The hemostatic valve on the sheath was not the part that was broken. This issue was found outside of the body, so therefore we never placed the sheath inside the body. The hemostatic valve/brim cap/hub did not become detached from the sheath. Hemostatic valve leak is MDR-reportable.